Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 750mcg/day via an implantable pump. It was reported that the patient experienced loss of therapy and increased dosing. The environmental, external or patient factors that may have led or contributed to the issue was improper anchoring of the catheter by the original implanter. The diagnostics and troubleshooting performed was the dye study showed no dye at the end of the catheter. Surgical intervention did occur, a full explant and replacement. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.